Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image. There was no patient involvement.

Manufacturer narrative:
An olympus 3rd party distributor performed a device inspection and identified that there was no image on the display screen due to paint on the image. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.